Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a cantata 2.8 superselective microcatheter was being used for an unspecified procedure. The customer stated that the hub of the device came apart. There are no reported adverse patient consequences. The attending radiologist stated "I don't think this was defective. I think it was user error." No further information was provided. The device is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report.

Manufacturer narrative:
A review of device history record, manufacturing instructions, quality control documents, specification, instructions for use (IFU), complaint history was conducted during the investigation. The manufacturing documents were in place at the time of manufacture were reviewed and it was found that the device aspect in question was visually and manually inspected by quality control. The risk specification for this product includes the failure mode "bond with inadequate tensile strength" and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. The device history record for the lot number was reviewed and no related non-conformances were identified. A search of our complaint records indicates that this is the only compliant on the lot number at the time of investigation. The product was not returned. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this complaint was driven by a procedural or device related cause. However, as it was reported by the customer that they believe "user error" was responsible for the reported failure mode, the root cause will be trended as such. Appropriate personnel have been notified and will continue to monitor for similar complaints. According to a quality engineering risk assessment no further action is required.